Event description:
It was reported that caller did not see drops of insulin at end of tubing during fill tubing step of load sequence. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.